Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch (B)(6) for advantage system 1, medwatch (B)(6) is for advantage system 2.

Event description:
Caller reported blood glucose results of 194 mg/dl on advantage system 1, 101 mg/dl on advantage system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.